Event description:
Customer called to report they were admitted as an inpatient to the hospital for high bg/dka; bgs ran high and customer was not able to get bgs down using pump. Customer also reported that the backlight had not been working for a week.